Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed; however, the exact cause is unknown. Four photographs of an accucath ace were returned for evaluation. An initial visual observation of the photographs showed an accucath ace with the safety mechanism activated. The guidewire was observed to be looped within the housing of the device. The distal tip of the guidewire could not be seen in any of the returned photographs. While it appeared that an issue occurred with the activation of the safety mechanism, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer "the needle does not retract with the button so you have to remove from patient with needle out and wire out then when you try to pull back wire outside of patient the needle ends up retracting and pulling the wire over." No other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer "the needle does not retract with the button so you have to remove from patient with needle out and wire out then when you try to pull back wire outside of patient the needle ends up retracting and pulling the wire over." No other information was provided. It was reported this occurred with three devices. This report addresses the first device.